Event description:
Report received from the USA stating "hose ruptured, it was not noticed until after the case when the xmax was being processed and sterilized." There was no pt or user injury reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the event was not confirmed. The xmax-h motor appeared to have a cut hose, the hose was not ruptured. The hose could have been cut/damaged during receiving or close contact with a sharp object during set-up. The condition of the xmax motor hose was most likely due to handling issues at the customer site. If additional info is received, a supplemental report will be sent. (B)(4).